Manufacturer narrative:
This supplemental report is being submitted to provide updates to the previously submitted emdr. Updated fields: d8, d10.

Event description:
No new additional information received from the customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope displayed a b30 (scope communication error) occurred. The issue occurred during preparation for use. There were no reports of patient harm.